Event description:
Customer reported that the insulin pump's reservoir window was cracked. Customer reported that there was a recurring black haze over the insulin pump's display screen. Customer also reported being recently hospitalized due to a broken leg. Blood glucose level was not provided. No further information was provided.

Event description:
The customer reported that the blood glucose was as high as 400 mg/dl and as low as 33 mg/dl when in the hospital and not connected to the insulin pump.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.